Event description:
Customer reportedly noted circuit pressure of 30cmh2o with the apl valve set to minimum. There was no reported pt involvement. Investigation/conclusion: the returned apl valve assembly was visually inspected. It was noted that the apl valve plunger would drag/stick when actuated. The reported complaint was confirmed. The apl valve assembly was disassembled, and the apl valve cup spring and apl valve drum were dimensionally inspected. The diamater of the apl valve cup spring was found to be oversize. The supplier was contacted and reported that the root cause for the oversize diameter was attributed to their machining and measuring process. Their corrective action was to create and implement go no/go gages to 100% inspect the part at the work cell. They have revised their work instructions to reflect the machining and inspection changes. A preoperative check of the equipment, such as contained in the aestiva operations manual or the FDA anesthesia apparatus checkout recommendations should pick up such a condition. If the reported complaint would occur during a case, the system is designed to alarm, audibly and visually, to alert the user.

Manufacturer narrative:
All apl valve drum and cup spring assemblies are 100% inspected to function properly at ge healthcare, and the apl valve is 100% tested as part of the lower chassis and final functional tests. Initial review of the complaint deemed it to not reportable. However, in a subsequent review of the complaint database, it was determined to be reportable.